Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the display screen exhibited a pixel color change. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2013 with the following findings:.pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.